Manufacturer narrative:
Manufacturer reference number: (B)(4). Post market vigilance (pmv) led an evaluation of one vascufil. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned sample. The visual inspection of the sample noted receipt of one suture and no needles. A tactile and microscopic examination of the sutures revealed no signs of material or assembly process damage. From the opened sample, it was observed, under magnification, that the suture appeared to have split under tension. Additionally, the foil was inspected with light assisted microscopy with no abnormalities. The file was concluded to be could not be reliably determined. Unfortunately, since no sealed samples were received, a tensile strength test could not be performed. The most likely root cause for the observed failure is resulting from excessive tension on the suture. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: suture ruptured while suturing distal anastomosis on CABG. The difficulty did not result in unintended colostomy, formal laparotomy, re-operation, etc. There was no unanticipated tissue loss. There was no irreversible tissue damage. There was no unanticipated extension of the incision by more than one inch. There was no unanticipated blood loss of 500cc's or more. There was no delay in surgical time of more than 30 minutes. No device fragment fell into the patient cavity.